Event description:
User received discrepant valproic acid results for one pt sample. Initial result gave 0 (zero) ug/ml. Sample was repeated giving 89.8 ug/ml. There were no other assays run on this sample at the time the valproic acid was run and the issue has not re-occurred. No erroneous results were reported. Pt not adversely affected. The field service rep was unable to determine a cause. He checked sample probe alignment and probe rinse and dry functions. Verified no further results of 0 (zero) were generated since initial sample was run.